Event description:
According to the reporter, during a bravo procedure, the capsule failed to attach to the patient's esophagus and was found at the back of their mouth when removing the delivery system from the patient. There was no harm was caused to the patient but a repeat bravo procedure had to be performed. There was nothing unusual about the patient or the procedure itself that may have lead to the event. An endoscopy was performed on the patient prior to the bravo procedure and the esophagus appeared normal. The malfunction happened after the first bravo capsule was deployed. The physician was going to check placement with a scope. The capsule was not found in the esophagus or the stomach. The bravo capsule found in the back on the patient's mouth when the scope was being with drawn. The patient was kept sedated and the first bravo capsule was removed from the room. A second bravo capsule was soaked and calibrated and placed without incident.